Event description:
It was reported, the light source panel flashed and showed error code e200. The issue occurred during preparation for use of an unknown procedure. There were no reports of patient harm, no delay, and the patient was not under anesthesia. The intended procedure was able to be successfully completed with the same device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, phenomenon (1): as reproduction of phenomenon [front panel is flickering] was not confirmed, and failure has not been confirmed, presumed cause could not be identified. Phenomenon (2): as reproduction of phenomenon [error code e200] was not confirmed, and failure has not been confirmed, presumed cause could not be identified. Olympus will continue to monitor field performance for this device.